Event description:
The customer reported the ventilator alarmed the blower temperature was too high when the ventilator was powered on. Not in use. The authorized service provider (asp) replaced the blower and performed testing. During testing the ventilator failed pressure accuracy testing. The asp returned later anticipating needing to replace the gas delivery system for the failed pressure accuracy test, however the asp testing equipment had malfunctioned and was changed. During the subsequent test, the ventilator passed all tests. The asp replaced the blower and testing passed, so the issue was resolved. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
The blower assembly was returned to the manufacturer for failure analysis. The blower test failed. Bad temperature sensor lm20 generated the error blower temperature high.